Event description:
Report received of an over-delivery of cardizem. The cardizem was infusing at 5ml/hour on the secondary line. The concentration of the medication was not known. It was reported that the device over-delivered the cardizem, but that there was no adverse patient event. No medical interventions were required for the patient. The medication was continued using a different infusion pump. Though requested, there was no further information available.